Event description:
On 2025-dec-17, additional information was received from the manufacturer representative (rep). The cause of the patient experiencing no pain relief in the shoulder area was requested. The rep stated that the patient was having shoulder and neck pain and the catheter was initially put in for back pain, so the revision was done to raise the catheter level of the spinal segment to cover the neck/shoulder. There were no device issues. The rep reported they have not seen the patient since the catheter revision, so they were unsure how the pain levels were now since the catheter was higher. The spinal segment that was spliced was discarded at the time of the catheter revision in the or.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2018 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2018, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 02-nov-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient receiving dilaudid hydromorphone via an implantable infusion pump for non-malignant pain. The rep reported a patient came in for a revision today to move their catheter up the spine due to no pain relief in the shoulder area. The rep stated they put in a new spinal segment but part of the old spinal segment was left in but they are unsure of what volume and length. The rep wanted assistance estimating the unknown volume. The technical services specialist educated the rep to document the known volume and length in the notes and that the decision to estimate the volume and length is up to the healthcare provider (hcp).